Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 26 mmol/l. Customer reported that they were treated with manual injection for high blood glucose level. Customer had issue that the product not adhering at the site. The insulin pump will not be returned for analysis.